Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak at the transfer set while performing peritoneal dialysis (pd) therapy. The patient disconnected and observed fluid leaking out of their transfer set. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.